Event description:
It was reported that prior to procedure during device check, the pulse generator was unable to be interrogated. There was no patient involvement.

Manufacturer narrative:
The reported event of unable to interrogate was confirmed. The device was received with no output and no telemetry. Device was cut opened for further inspection and testing of the internal circuitry. After resetting the power, device regained normal operation and the anomaly conditions could not be reproduced. Battery voltage was confirmed to be in normal range. Device image was severely corrupted and no other source of data available to help explain the issue that reported from the field. As a result of this finding, abbott is performing further investigation.